Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the alarm was not silenced as the as the patient did not want to turn the pump of or remove the pump as of yet. The patient had not had anything in the pump for months or a year. The patient was sent home with nothing in the pump. There was no follow up as of yet. The hcp had no further information on the patient.

Manufacturer narrative:
Other applicable components are: product ID 8840, product type programmer, physician. (B)(6).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving saline via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2016 it was reported that the patient came into their clinic because the pump was alarming. The empty pump alarm was occurring. The pump had been empty for an unspecified amount of time. The patient had had saline in the pump for some time and did not have a managing physician to refill the pump. It was unknown when the pump went empty. No patient symptoms were reported. They were initially planning to program the pump to off state, but then decided they wanted to silence the empty reservoir alarm instead of programming the pump to off state. The hcp entered a false value of 20 ml for the reservoir volume and then programmed the pump to minimum rate mode and entered a low reservoir alarm volume. The hcp was planning to document the details of this change in the pump notes and then update the pump. They were not refilling the pump with saline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.